Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was experiencing discomfort at the ipg site, since it was in an uncomfortable position. As such patient underwent surgical intervention on (B)(6) 2021, wherein the ipg pocket site was moved to another location and this address the issue.